Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 57 mm in diameter saccular abdominal aortic aneurysm. The angle between the proximal abdominal aortic aneurysm and the suprarenal aortic axis measured 40 degrees. The length of the lowest renal artery to the bifurcation measured 111 mm. There was moderate tortuosity in the right and left iliac arteries. It was reported that, approximately seven years and two months post index procedure, an ultrasound revealed the maximum abdominal aortic aneurysm diameter measured 80 mm. The ultrasound also revealed a proximal type I endoleak. It was reported that the patient was hospitalized due to a fall and a drop in hemoglobin. Angiography performed revealed a loss of seal in the distal ipsilateral right limb of the bifurcate. The physician elected to implant an endurant stent graft extension. A CT revealed that the stent graft bifurcate had a proximal type I endoleak. The investigator assessed the proximal type I endoleak to be related to the device and not related to the procedure. No additional sequelae were reported and the patient is being monitored by their physician.

Event description:
Additional information reported that there was a small type I endoleak at the end of the procedure, no additional action was taken.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
Additional information received reported that the physician elected to perform an endovascular seal in conjunction with chimney stent grafts using another manufacturer's device in order to treat the proximal type I endoleak. The investigator assessed that the proximal type I endoleak was related to the device and related to the procedure. No migration was observed. An unknown endoleak was also discovered and an intervention was performed by implanting an endurant 20x20x80 however, the event is continuing. The investigator indicated that progression of the aneurysmal disease was the cause of the loss of distal seal and proximal seal that lead to the proximal type I endoleak. There was still a proximal type I endoleak at the end of the procedure. Small intestine ischemia and thrombotic stenosis, without occlusion, was observed. No additional sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.